Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. New severe central tr was reported on post operative day (pod) 1. The hypothesis was an anticoagulation issue. Heparin was reversed at the end of the procedure with protomine and doac was started the morning of pod 1. However, IV heparin was started after discussion with the site and no update from site since. Initial procedure outcome was no tr or pvl and the valve was reported to be in great position.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.